Manufacturer narrative:
(B)(4). Date sent 12/10/2024. D4 batch #953c11. Investigation summary: the product was returned for evaluation. Visual inspection and functional testing were conducted on the returned device. Visual analysis of the returned sample determined that one pve35a device was returned with no apparent damage and with one reload loaded in the device. The reload was received fully fired. Upon visual inspection, the handle shrouds were noted to be partially opened. It is possible that the damage on the handle shrouds was due to improper handling of the device. Please reference the instruction for use for more information. The manual override door was out of position; the override lever was up which denotes that the knife was manually returned to home position. It should be noted after the manual override system is used the instrument is disabled and cannot be used for any subsequent firings. The bailout system was reset and then, it was tested for functionality in the straight position with a test reload and achieved its complete firing sequence without any difficulties. The staple line and cut line were complete and the staples meet the staple release criteria. The event described could not be confirmed as the device performed as intended and it opened and closed without any difficulties noted. This report is not intended to deny that you experienced a problem with the device. There may have been other circumstances or issues that occurred during the use of the device that we were unable to duplicate during our laboratory analysis. A manufacturing record evaluation was performed for the finished device batch number 953c11, and no non-conformances were identified.

Manufacturer narrative:
(B)(4). Date sent: 11/8/24. D4: batch #unk. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent: did the device lock-out (no staples deployed and no cut line started)? Or, did the device start to deploy staples and cut but could not be completed (partially fire)? Or, did the device fully fire and stop during the automatic knife return? Was there any difficulty opening the device? If yes, how was the device removed from the patient? If yes, did the jaws eventually open? Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. A manufacturing record evaluation was performed for the finished #pve35a, with lot/batch #c9e07z; and no non-conformances were identified. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
It was reported that during an unknown procedure, tried firing the stapler but the knife only moved a bit then stopped. There was no patient consequence. Additional information requested.

Manufacturer narrative:
(B)(4). Date sent: 11/15/2024 additional information was requested, and the following was obtained: 1. Did the device lock-out (no staples deployed and no cut line started)? Knife was advanced but stopped almost immediately upon firing 2. Or, did the device start to deploy staples and cut but could not be completed (partially fire)? See reply above 3. Or, did the device fully fire and stop during the automatic knife return? See reply above 4. Was there any difficulty opening the device? Yes there was 5. If yes, how was the device removed from the patient? Manual override 6. If yes, did the jaws eventually open? Yes of cause, otherwise how else would we have arranged for collection of faulty product 7. Please provide facility account name it is gleneagles hospital in singapore. Was surgery delayed due to the reported event? Unknown, was procedure successfully completed? Unknown, were fragments generated? Unknown, if yes, were they removed easily without additional intervention? --> unknown, patient status/ outcome / consequences no.

Manufacturer narrative:
(B)(4). Date sent 1/9/2025. D4 batch # 953c11. Investigation summary: the product was returned for evaluation. Visual inspection and functional testing were conducted on the returned device. Visual analysis of the returned sample determined that one pve35a device was returned with the handle shrouds noted to be partially opened and one reload loaded in the device. The reload was received unfired. The condition of the open handles is possible that the damage on the handle shrouds was due to improper handling of the device. Please reference the instruction for use for more information. The manual override door was out of position; the override lever was up which denotes that the knife was manually returned to home position. It should be noted after the manual override system is used the instrument is disabled and cannot be used for any subsequent firings. The bailout system was reset and then, it was tested for functionality in the straight position with the returned reload and achieved its complete firing sequence without any difficulties. The staple line and cut line were complete and the staples meet the staple release criteria. The event described could not be confirmed as the device performed as intended and it opened and closed without any difficulties noted. Also, the returned reload was received unfired. This report is not intended to deny that you experienced a problem with the device. There may have been other circumstances or issues that occurred during the use of the device that we were unable to duplicate during our laboratory analysis. A manufacturing record evaluation was performed for the finished device batch number 953c11, and no non-conformances were identified.